Event description:
A customer reports "occlusion issues" during a procedure. There was no pt harm. Additional info has been requested.

Manufacturer narrative:
Additional info has been requested. As of (B)(6) 2014, a sample has not been received for further evaluation. With no additional, related info provided, the customer reported event of handpiece experiencing occlusion was not able to be confirmed. Based on the info obtained, the root cause of the reported event cannot be determined conclusively. Root cause could not be determined. No corrective action is required at this time. Qa will continue to monitor for evidence of adverse trending of reported events and take further action, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis by the product team. (B)(4).